Manufacturer narrative:
(B)(4). Evaluation: the device was returned to teleflex for analysis. Our investigation confirmed the reported complaint. During our visual inspection, the outer box had 2 large, correct labels affixed to either size of the box. However, the outer box lid also included 2 small round "40cc" stickers (instead of "30cc") on the sides and on top of the box lid. The correct catheter was identified inside the box. The iab and insertion kit within the packaging was completely sealed and unused. The insertion kit label matches the reported complaint. No damage or abnormalities were noted to the kit. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. There was no patient involvement reported. Teleflex assessed the risk for this reported issue and determined that there are no new or revised risks. Teleflex will continue to monitor for similar reports.

Event description:
It was reported that during inspection it was found that the label affixed to the outside of the kit was ref: (B)(4), 8fr. (2, 7 mm) - 30cc. However, the round label with the size indication '40cc' is on the box of the 30cc iab. There was no patient involvment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during inspection it was found that the label affixed to the outside of the kit was ref: iab-05830-lws, 8fr. (2, 7 mm) - 30cc. However, the round label with the size indication '40cc' is on the box of the 30cc iab. There was no patient involvement.